Event description:
Boston scientific received information that the patient with these boston scientific leads expired, reportedly due to an infection from their device. No additional information was provided and the manufacture of the implanted device, at the time of death remains unknown. None of the implanted product were returned post-mortem.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.